Manufacturer narrative:
The hydrus microstent presumably remains in-situ and is not available for evaluation. The device lot number is unknown; therefore, a review of the device history records was unable to be performed. Device identifiers and additional patient information have been requested; a supplemental report will be filed if new information is received. Peripheral anterior synechiae is a slit lamp finding and was reported in up to 14.6% of patients through 5-years in the horizon study; there were no reports of pas near the hydrus implant associated with prolonged inflammation or other adverse events. Peripheral anterior synechiae, secondary intervention, and inflammation are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
A patient with hydrus microstent implantation (unknown date of implantation) experienced persistent inflammation following yag laser treatment to remove peripheral anterior synechiae around the microstent inlet. The surgeon reported the microstent appeared to be in good position and no clinical sequelae were described prior the yag treatment. The surgeon questioned whether the yag triggered the inflammation, and if the hydrus should be removed. Additional information has been requested from the surgeon, but no response has been received.

Event description:
A pseudophakic patient with previously scarred xen implant underwent hydrus microstent implantation in combination with an ab interno canaloplasty procedure on (B)(6) 2021. The surgeon reported a post-operative small cyclodialysis cleft resulting in a short period of low iop. The post-operative unmedicated iop increased from the range of 6-13 mmhg to 41 mmhg on (B)(6) 2022. Peripheral anterior synechiae was noted at the microstent inlet for which the patient received yag laser on (B)(6) 2022. Subsequently, iop returned to 13 mmhg on 3-iop lowering medications and a steroid. The surgeon noted recurrent inflammation after a slow prednisolone taper and planned a low dose steroid for 3-6months. A mild steroid response was also suspected, however, the surgeon reported the patient was doing fine.

Manufacturer narrative:
The hydrus microstent remains in-situ and is not available for evaluation. The device history records were reviewed for this lot and all released product met specification. The canaloplasty surgery performed may have contributed to events reported after the initial implantation, so the relationship to the hydrus microstent for cyclodialysis and hyphema is unknown. Cyclodialysis, elevated iop, peripheral anterior synechiae and hyphema are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).